Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely elevated sodium (na) patient sample results obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. The instrument data was consistent with a low salt bridge solution volume. Hsc observed measurement errors on quality control (qc) at the time of the event. The issue was resolved by the customer replacing the needed fluid, which returned the qc recovery to within the customer's expected ranges. A potential product issue was not identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
Three (3) discordant falsely elevated sodium (na) patient sample results were obtained on a dimension vista 500 system. The falsely elevated results were reported to the physician(s) and the results were questioned. The same samples were reprocessed on an alternate dimension vista 500 system. Lower results, considered correct, were obtained. Corrected reports were issued. The customer stated that some patients were given intravenous (IV) fluids to counteract the elevated na results. The customer, however, did not specify sample ids for the same. There are no known reports of adverse health consequences due to the falsely elevated sodium (na) results or the IV fluids treatment.